Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be within specification during testing. A review of the event history log identified door jammed and shut door - power off messages. The reported condition 'close door message' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed close door. The event occurred upon power up in intensive care unit. There was no patient involvement. No additional information is available.